Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer of the navigation system was returned to the manufacturer for evaluation. Testing was unable to replicate the reported issue. However, additional testing found that the hard drive of the computer had four bad sectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system prompted the user to enter administrative settings at start up and that following the prompt allowed the system to start as intended. There was no patient present when this issue was identified. No additional information was provided.